Manufacturer narrative:
(B)(4). An evaluation was performed by reviewing the complaint text, other customer complaints for similar issues, review of labeling, and review of historical data. The field service engineer (fse) inspected the analyzer and found a blackened condenser on the vacuum pump. The fse replaced the vacuum pump and proactively replaced the reagent refrigerator. A review of ticket history for the analyzer did not identify any issues that may have contributed to the current complaint. A review of labeling showed that adequate information for troubleshooting error codes, information regarding electrical hazards, and instructions for performing an emergency shutdown of the i2000sr is provided to the user. There were no trends or similar complaints identified during the historical complaint review with respect to smoking vacuum pumps (part number 7-77795-01) or for the architect i2000sr, serial number (B)(4). Based on the results of this investigation, there is no indication of a deficiency for the vacuum pump (part number 7-77795-01); however, the information reasonably suggests a malfunction of the vacuum pump did occur.

Event description:
The customer stated that they observed smoke coming from the back of the architect analyzer on the right side of the breaker switch. There was no patient impact / user injury reported due to the observed smoke.